Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scissors handle was broken. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the shaft was detached form the hub and the handle would not open or close the scissors. Based upon the visual observations and the functional test, the reported complaint was confirmed on october 15, 2010. Internal file number - (B)(4).